Manufacturer narrative:
The device was discarded by the customer. Without the return of the product, it is not possible to determine if damages or defects existed on the product. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use on a patient there was a problem with two 4f- 40 cm embolectomy catheters. An av fistula de-clot was being performed, utilizing a 4f emb thru a 4f sheath. He was unable to remove the first catheter after inflation so he punctured the balloon and when he pulled the catheter out the balloon came off the shaft and traveled to the lung. A 2nd 4f-40 cm catheter was used and again there was the same issue removing it but the practitioner was able to pull it thru the sheath. No patient injury. Device was discarded and is not available for evaluation. Patient demographics requested, but unavailable.